Event description:
Report received that the device powered off when unplugged. It was unspecified if the device alarmed prior to loss of power. The device was returned to the central supply dept with a note that stated, "this device doesn't stay on when unplugged." No specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.